Manufacturer narrative:
The technician found the right head brake caster was ratcheting when in brake. He adjusted the brake casters to repair the bed.

Event description:
Info received indicates the brake is not holding.